Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during l3-s1 alif surgery, upon instrumenting the l4/l5 level and after inserting mtf alif allograft into the disc space, the surgeon requested to use the depuy bowti anterior buttress staple. He positioned the bowti and then used the awl to perforate the cortex and prepare a hole for the screw. When inserting the screw, he noticed that the purchase wasn't strong and that the screw seemed to fall into the hole rather than thread in. He then removed the bowti staple and screw and moved the implant over so that he could create a new hole for the screw. Again, he experienced the same problem. Again, he removed the implant and chose not to re-instrument with the bowti. There was a surgical delay of fifteen (15) minutes. Patient status is unknown. The procedure was successfully completed. Concomitant device reported: anti backout screw, 25mm (part #: 172803025, lot #: wa24956, quantity 1); staple, 24mm (part #: 172802024, lot #: wa21807, quantity 2); screws (part#: unknown, lot#: unknown, quantity unknown). This report is for one (1) anti backout screw, 20mm. This is report 2 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the anti backout screw, 20 mm (p/n: 172803020, lot #: wa24073) was returned and received assembled with the staple, 24 mm (p/n: 172802024, lot #: wa21807) at us cq. Upon visual inspection, no issues were identified with the returned device. Functional test: the functional test was not performed as the awl used to perforate the cortex and prepare the hole for the screw was not returned. Dimensional inspection: the dimensional inspection was performed on the returned device. The outer diameter of the screw threads was measured to and is within the specification per relevant drawings. Document/specification review: based on the date of manufacture the relevant drawings, reflecting the current and manufactured revision were reviewed investigation conclusion: the complaint condition was unconfirmed for the anti backout screw, 20 mm (p/n: 172803020, lot #: wa24073). There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: a review of the receiving inspection (ri) for anti-blackout screw, 20mm was conducted identifying that lot number wa24073 was released in a single batch. Batch1: lot qty of 103 units were released on 14 oct 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.